Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, a balloon rupture occurred. While performing a pci on a 100% totally occluded lesion located in the calcified and mildly tortuous proximal lad the model-quantum maverick 3.0x12mm balloon ruptured on the third inflation. Thr first inflation was deployed at 12 atm's, the second inflation was deployed at 16 atm's and upon the third inflation the balloon ruptured at 6 atm's. The procedure was completed with another model-quantum maverick 3.0x12mm. No patient complications were reported and the patient condition was listed as "good".